Event description:
It was reported that the pt's device suddenly stopped working and caused "local warming' at the neurostimulator site. The device was explanted. No pt injuries were reported.

Manufacturer narrative:
(B) (4).